Manufacturer narrative:
Follow-up was performed with the customer and additional information about the reported event was obtained. The issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was not related to an inability to move the instrument (static). The movements of the surgeon did scale appropriately. The instrument did not move in the intended direction. The intended direction was instrument to move left, but the observed direction was to the right. The timing of the instrument movement was appropriate. There was no shakiness and/or friction, instrument-to-instrument or system arm-to-arm interference, or any external collisions. The issue was persistent. The instrument was removed, and a new one was obtained. There was no injury to the patient as result of the event. The device was inspected prior to use, and nothing appeared out of the ordinary. Information regarding patient demographics, relevant testing, and medical history was requested, however the reporter was not able to provide that information.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 45 stapler instrument failed recognition. The customer attempted to get it to register several times by removing the instrument and reseating the instrument arm drape; however, once recognized, the instrument exhibited movement issue. Use of the instrument was discontinued. The user continued the procedure with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 45 stapler instrument for failure analysis. Investigation found and confirmed an engagement failure during functional testing and review of the system logs. This information confirms a roll hard stop engagement failure. The complaint was confirmed by failure analysis.